Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 08/27/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The root cause of the customer¿s complaint of could not be confirmed; no product or device logs were returned for investigation. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.

Event description:
It was reported that the device had a channel error. The top pressure sensor was defective. The sensor was replaced and completed preventative maintenance (pm) using bd carefusion software. Per customer, no further information will be provided.

Event description:
It was reported that the device had a channel error. The top pressure sensor was defective. The sensor was replaced and completed preventative maintenance (pm) using bd carefusion software. Per customer, no further information will be provided.

Manufacturer narrative:
Additional information added to: e2,e4,g2 . The reported issue of channel error could not be confirmed; no product or device logs were returned for investigation. The root cause could not be confirmed. A review of the device history record showed the device had a manufacture date of 08/27/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a channel error. The top pressure sensor was defective. The sensor was replaced and completed preventative maintenance (pm) using bd carefusion software. Per customer, no further information will be provided.